Manufacturer narrative:
Medical device expiration date: n/a. (B)(6). (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a needle was found penetrating through the lower corner of a bd¿ one-piece 1.4l sharps collector risking the potential for a contaminated needle stick injury. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation results: "as discussed, the container was overfull and the sharp contents had been forcibly shoved inside (hence the protrusion). It has been reported via the sa health sls system and is on the agenda for the next waste management meeting." The nurse picked up the collector not using the handle, the collector was overfilled and she sustained a needle stick injury form a needle protruding from the bottom side of the collector. The instrument complaint was forwarded for a supplier investigation with photos provided. Containment action: containment action was performed by our supplier. Vip, performed a review of line job sheets for related product lots which did not highlight any issue or non-conformance raised for the period with regards to wall thickness in particular that would have contributed to the needle penetration. No batch detail was available for pir (B)(4) for vip to perform a specific device history review for this collector. Investigation analysis: customer acknowledges the collector had been overfilled with needles. Per complaint, "as discussed, the container was overfull and the sharp contents had been forcibly shoved inside (hence the protrusion)¿. In conclusion, the collectors are puncture resistant to the 12nm force and as such is not puncture proof. Possibly excessive force was used when placing needle in collector. As a corrective action taken for this complaint the operational team was informed of the issue to raise awareness of the incident. Customer; overfilled; improper usage. A corrective action is not required based on the results of the investigation however the operational team was informed of the issue to raise awareness and prevent reoccurrence of the incident. Trending for the reported issue will continue to be tracked and monitored.